Event description:
It was reported that, noise resulting in oversensing was noted on the right ventricular (rv) lead. External interference was suspected. The device was reprogrammed to resolve this event. The patient was stable.